Event description:
Customer reported that he is not getting the correct amount of insulin. He stated that he programmed 4 units to be deliver and he only got 2 units. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.